Event description:
It was reported that bd conventional needles. Needle is clogged. The following information was provided by the initial reporter, translated from french to english: when preparing medication, ides are unable to withdraw or inject the required volume with the canula (seems blocked) needle change.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 240212. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility for evaluation. The retained samples were visually examined and no signs of defect were observed. The samples were then used to puncture a test vial and then re-examined microscopically. No signs of defect were identified. Based on the provided feedback, we understand an issue related to clogged needle took place, possibly due to coring. We would like to inform you that material 303262 has been created with a regular cannula bevel in comparison to material 304622 which had a short bevel. This bevel difference changes the way the needle should puncture the vial. Material 303262 should puncture the vial from 45-60 degrees to minimize the risk of needle vial coring and therefore, clogging. Based on the preventive measures in place, we believe it is unlikely that this incident result from poor or insufficient de-burring of the cannula during manufacture. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.